Manufacturer narrative:
The fse later clarified that the frayed power cord was caused by the customer. The fse suspected that the customer had ran over the ac cord with the bet stretcher. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The (B)(4) field service engineer (fse) resolved the issue by replacing the cable,ac line cord,110v. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when additional information is provided. The initial reporter named is (B)(6). The full event site name is (B)(6) hospital.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a (B)(4) field service engineer (fse), the ac power cord was found to be frayed, reportedly due to customer's environment. There was no patient involvement, and no adverse event reported.